Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned unit showed that it passed all specific functional testing requirements, except for the lock having rotational movement. However, when the unit is properly positioned and put under pressure, unit will function properly. Unit needed heli-coils added to large starburst threads. The unit has been in the field for nearly 3 years without service. It is recommended that the unit be serviced on a yearly basis. General maintenance and cleaning performed. All worn components were replaced with new parts. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Unit required servicing and replacement of worn parts due to routine wear and lack of maintenance. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that during a "posterior cervical decompression and fusion c3-t2" procedure, the surgeon engaged the mayfield modified skull clamp (a1059) and indicated that "it went to 70lbs of pressure immediately". When they turned the patient, the clamp slipped causing a "scratch" or a small laceration to the head from the pins which did not require intervention. The case was cancelled after the incident and moved to the following day.